Event description:
During endovascular procedure for thrombectomy, the distal tip of the wire "shredded" off and lodged in the distal anular branch of the left middle cerebral artery. FDA safety report ID# (B)(4).